Event description:
Atrail lead on internal pacemaker failed, possibly due to defibrallation. Patient paced with additional lead placed during previous surgery. Pacemaker and leads explanted several days later at autopsy. Pacemaker & leads tested 3/24/92 by manufacturer's rep. With inconclusive results. Both will be shipped to mfg. For further testinginvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.